Event description:
The manufacturer received information alleging a ventilator's touch screen was not functioning. There was no harm or injury reported. During the evaluation of the device at a third party service center, the display board was removed and reinstalled to address the issue.